Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by (B)(6) surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that during a (B)(6) case on patient's right knee, surgeon attempted to put a trial on. Rep reported that there was a gap on the medial anterior chamfer. Case was completed successfully with no surgical delay.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history review: a review of the DHR associated with rio 358 found quality inspection procedures and pt review successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There were other reported events for the listed catalog number ((B)(4)). Conclusion: no investigation was conducted since no information was provided. Rep reported that there was a gap on the medial anterior chamfer after the surgeon installed a trial during a tka procedure. The device was not returned for evaluation.

Event description:
It was reported that during a mako tka case on patient's right knee, surgeon attempted to put a trial on. Rep reported that there was a gap on the medial anterior chamfer. Case was completed successfully with no surgical delay.